Event description:
Bracco fastload cta dual syringe pack with spikes used to administer contrast during CT fractured and separated completely from the syringe. The injector automatically shut off as designed so no harm was done to the patient.